Event description:
It was reported patient underwent a total knee arthroplasty utilizing a signature knee guide on (B)(6) 2012. During the procedure, the knee was cut too much valgus causing the surgeon to intervene and augment lateral in order to complete the procedure.

Manufacturer narrative:
Evaluation of planning and procedures determined the component to be within appropriate design specification. Investigation showed that the segmentation for this case does not account for the valgus cut experienced intraoperatively. Incorrect placement could also cause incorrect resections.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.